Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. This medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged inaccuracy began on (B)(6) 2011. The patient informed the mss that she normally tests in the "80-200 mg/dl" range; however, began to obtain readings in the 200 and 300 mg/dl range. The patient reported that she tests 3x/day and manages her diabetes by taking a set dose of lantus insulin in the morning and apidra with her meals (adjusts amount based on sliding scale). On (B)(6) 2011 at approximately 11:00pm the patient claimed she obtained an alleged high blood glucose reading of "254 mg/dl" with the subject meter. In response to the reading, the patient stated she took 2 additional units of apidra (total amount of insulin not known) and several hours later had an "insulin reaction". The patient claimed her spouse was woken up during the middle of the night when she had the reaction and he reportedly gave her glucose tablets. The patient states she was incoherent at the time and did not know what prompted her spouse to wake up and check on her. The patient confirmed her spouse did not check her blood glucose prior to administering the treatment. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated by a non-hcp for a serious injury after the alleged meter issue began.